Event description:
Discordant high immulite 1000 troponin I and ck-mb results were reported on a pt sample when compared to another troponin test method and ck result. The EKG showed elevated t-wave and the pt was transferred to another hospital where a cardiac catheterization was performed. A new sample was drawn post pt treatment and the troponin result was normal by another test method. A second sample redraw was obtained two weeks later and the immulite 1000 troponin I and ck-mb results were elevated. Repeat troponin testing of the redrawn sample was performed at two other test laboratories and the results were normal. There are no known reports of any adverse health consequences due to pt treatment that was administered.

Manufacturer narrative:
The cause for the discordant high immulite 1000 troponin I and ck-mb results when compared to another troponin test method and ck test are unk. The customer has noted that this may be a pt specific event due to an unusual parkinson medication that the pt takes. There is insufficient pt sample available for follow up investigation. The customer has declined service - no further action taken. Additional catalog#: lkmb.